Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient went to the emergency room with a right ventricular lead perforation. The patient complained of chest pain, shortness of breath, and diaphragmatic stimulation. The lead was repositioned onto the septal wall and is still in use. No further patient complications have been reported as a result of this event.